Event description:
The patient's family member reported via a voluntary medwatch that she had a battery replacement and 30 days later a hole was discovered in the patient's skin where the device had worn through that was very painful which caused the patient to go back into surgery. The hole was fixed and the patient was administered antibiotics to prevent an infection.

Event description:
It was reported by the patient¿s mother that after generator implant surgery, a suture that was near the generator site ended up creating a hole in the patient¿s skin. An additional surgery was required to treat this issue, but no infection was observed. The generator and lead were left implanted. No further relevant information has been received to date.